Manufacturer narrative:
Due to character limit in the e1 section event site name , the full event site name is (B)(6). Due to character limit in the e1 section event site address, the full event site address is (B)(6). A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had a intermittent ECG signal during use. The ECG signal was sometimes available and sometimes not. The electrode position was adjusted and the connection was checked. The fault still existed. The electrode was attached to the head nurse for on-site testing. The electrode fault was indeed reported after a while. The signal was restored by slightly moving the lead wire clip. There was no patient injury.

Manufacturer narrative:
Due to character limit in the e1 section event site telephone number, (B)(6). Updated fields: b4, g3, g6, h2, h3, h6- (type of investigation code, investigation findings code, investigation conclusion code, componenet code), h11. A getinge field service engineer (fse) stated that the electrode was attached to the head nurse for on-site testing. The fault could be reproduced. The lead wire clip was not clamped tightly. After replacing the lead wire (d012-00-1814-02), the test was normal. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Event description:
N/a